Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had been checking the controller and finding that the settings had reverted to zero, which explains their return of pain, and a couple of days later it would happen again. They tried resetting the controller which resulted in the screen having red shadows. Each time the patient reset the ins settings. Today they also saw a message on the screen about software. Repair noted that the software issue may be caused by the same issue  that made the screen have red shadows. Patient services advised that if the replacement controller does not resolve the issue, then they follow up with their healthcare provider (hcp) regarding adaptive stimulation (as) programming. The patient confirmed that as was enabled.